Event description:
The philips field service engineer (fse) reported that while preparing to implement a philips field change order (fco) on the device, upon visual inspection of the device, finding a broken battery compartment b connector pin. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.